Event description:
It was reported to synthes (B)(4), the screw keeps dropping out of the sawblade. This happened during a procedure. The screw was retrieved and no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. The device history record was reviewed revealing no issues related to the complaint. Visual inspection revealed the locking ring of the screw is missing, causing the screw to not hold in position. The locking ring was not sent back for investigation. Likely that the ring fell off during processing or impact from another instrument. Conclusion: the complaint is indeterminate from a manufacturing standpoint.